Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the keypad was damaged and the up, down and ok buttons were over responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2015 with the following findings: during investigation, the keypad cover and up arrow, down arrow and ok button contacts were found to be missing from the pump. The pump powered on with a blank display. The keypad button response issue was not able to be adequately investigated due the blank display screen and missing button contacts. The pump was opened and evidence of contamination was observed on the keypad flex. A failed display flex was found. A test display screen was inserted and the display was found to function properly.